Event description:
Per the clinic, revision surgery was performed on (B)(6) 2012, to remove skin overgrowth around the abutment and place a 8.5mm abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.